Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that all systems were found to function as expected. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial resection procedure, there was an alleged inaccuracy against the system that occurred. The surgeon did his registration and felt accurate on the face of the patient, but as he navigated to the lesion, he felt that he was off by 10 mm in the lateral and superficial direction. This did not affect the case and caused no delay. The surgeon used the navigation as a general guideline and then went from touch and experience. There was no reported impact on patient outcome.